Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient received the ""replace generator"" message. The ipg was explanted and replaced due to patient¿s ipg reaching end of life. Therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Therapy was restored post-op.